Manufacturer narrative:
The used and incriminated sample was returned for evaluation. At visual examination, the distal tip is missing and has not been returned. The length of the returned catheter is 375mm (where our specification required 397mm as a minimum and 420mm as the maximum) therefore the missing part of the catheter is, at least, 22mm long. Examination with the binocular magnifying glass revealed the missing tip was torn at the base of the balloon. The root cause of the described incident is due to the user pulling on the catheter while balloon was still inflated. The reason why the patient pulled on it is unknown. Our rmf criq216 identified the described risk as n°21645 "catheter damaged during manufacture or use". Our clinical assessment concludes that the incident of distal rupture of the folysil catheter requiring a new surgical intervention such as a cystoscopy to retrieve the foreign distal fragment of catheter is a severity parameter level 3, referring to our current risk management procedure sba06023. Based on the above, this complaint is not confirmed as a product defect.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient was in the intensive care (that has nothing to do with our products). As he's demented, he pulled out the indwelling catheter. As a consequence the cystoscopy for removing the tip was necessary. No info of patient's outcome. Hospital told us that the demented patient who lies at the intensive care unit pulled the catheter himself out of his bladder. The tip of the catheter broke and will be removed.